Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer blood glucose level was 140 mg/dl at the time of incident the customer was assisted with troubleshooting. Customer states that infusion set cannula was bent. Customer states that blood at site. Customer reports that they did not receive medical treatment as a result of the site issue. The customer was advised that the device needed to be replaced. The insulin pump will not be returned for analysis.